Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '03.130.210, drill bit ø1.5 l62/31 f/gliding hole' had broken. The investigation was not able to confirm the allegation of embedded device as no x-rays were provided to evaluate the condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø1.5 l62/31 f/gliding hole would contribute to the complained device issue. Based on the investigation findings, cause traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 03.130.210. Lot # f-20576. Manufacturing site: werk selzach logistik. Manufacturing date: 28.sep.2016. Expiration date: n/a. Supplier: sphinx werkzeuge ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
During the procedure, while drilling, the 1.1 drill bit broke, leaving the tip of this drill bit inside the patient's bone. An attempt was made, but it was not possible to remove this fragment of the drill bit that broke, and the doctor decided to leave the tip inside the bone and look for a new hole to drill with a new 1.1 drill bit that also came with the equipment, thus successfully completing the surgery. There was no surgical delay.